Manufacturer narrative:
Exemption number: e2015015.

Event description:
(B)(4). The dentist reported that 3 years and 6 months after dental implant was installed in intraoral region 28#, its non-osseointegration was observed. In addition, 45ncm of primary stability was achieved, fenestration occurred during surgery and the patient presented bone type ii.